Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she wore a tampon approximately six hours and upon removal the pledget fell apart leaving pieces inside her vaginal cavity. She stated she was able to remove a piece and about an hour later another piece came out. She believed all the pledget pieces had been removed. She did not seek medical attention and did not experience any adverse health effects.